Manufacturer narrative:
(B)(4). The pipeline device will not be returned for evaluation as it was discarded by the customer. The complaint could not be confirmed, and the event cause could not be determined from the reported information.

Event description:
Medtronic received report that a pipeline device did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the right paraophthalmic internal carotid artery (ica). Max diameter was 10mm. Neck diameter was 4mm. Landing zone artery size was 4.5mm distal and 4.75mm proximal. The vessel was moderately tortuous. The devices were prepared as per IFU. It was reported that the pipeline was attempted to be deployed in a tortuous segment of the vessel. At deployment, the pipeline did not exert radial force and would not open. Because the device was not opening, the catheter was able to be advanced over the pipeline to resheath it. The devices were removed from the patient. A new device was used to complete the procedure. Post-procedure angiography showed slow flow into the aneurysm. There was no report of patient injury as a result of this event.